Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 16may2019. Repair technician verified the reported failure and identified a damaged enclosure. The philips repair technician replaced the flow sensor assembly and the bottom enclosure performed verification testing. Device was returned to the customer. A gas delivery system(gds) assembly was return for analysis. A visual inspection of the returned gas delivery system(gds) assembly revealed no anomalies. The failure investigation (fi) technician performed testing on the gds assembly the fi technician was able to duplicate the failure. The fi technician the failure was due to (u1) component of the air flow sensor drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit failed performance verification testing (pvt) and has physical damage. The customer reported there was no patient involvement. Event date not specified; estimate used.